Manufacturer narrative:
Additional information has been provided in d3. Pd-cannula assembly- (twist, bent, kinked): the cause of pd-cannula assembly- (twist, bent, kinked) was unable to be determined as limited clinical details were provided and no product was returned for review.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: impella cp was inserted via the right femoral artery in a 78 year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock. The patient¿s clinical state prior to initiation of support was society for cardiovascular angiography and interventions shock stage e. During insertion of the catheter, the physician noted that the catheter was kinked. A decision was made to exchange the catheter for a new device. Excessive force during placement was identified as a contributing factor. The device was exchanged, and no further issues were reported following replacement. No patient harm was noted. The patient survived to explant.